Event description:
It was reported that the patient came in for the device check due to alert tone. Upon the interrogation, it was noted the rv (right ventricular) lead had a high impedance and high threshold. It was then later reported that the device, rv and atrial leads were explanted. It was noted that the atrial lead was extracted due to poor sensing and thresholds. Also while trying to extract the rv lead they dislodged the atrial lead. It was then further reported that the patient had complications "venous access issues" while trying to replace everything; therefore they stopped the procedure. The patient was brought back to implant two days later and a new system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there were several distorted conductors, the defib conductor was stretched, the outer tubing overlay melted, the outer tubing overlay cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4) the full lead was returned, analyzed and there was a connection intermittency between the pin and cap. It was noted that there was a white substance on the outer insulation and there was blood in/on the helix/lobe mechanism.